Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with pmv representative reloads. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Although a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture, this lot was subject to a field safety corrective action. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, when the customer went to press the fire button for the second time, the instrument cracked. The staple line was incomplete and the surgeon had to remove the instrument and perform the anastomosis by hand. The procedure was converted to an open procedure due to the product problem.